Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator upgrade procedure. During the procedure, lead discoloration and blood were observed in the right atrial (ra) lead. Upon closer inspection of the ra lead, the physician found an insulation breach. The ra lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of lead discoloration or blood observed in the lead and insulation breach were confirmed. A complete lead was returned in one piece. Visual examination found an external abrasion breaching the outer insulation at the proximal region of the connector pin. Blood was found inside the breached outer insulation at 7.0 cm and 45.0 cm from the connector pin. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported events was due to external abrasion breaching the outer insulation consistent with friction to the device can.